Manufacturer narrative:
(B)(4). Batch # l55f2z. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge reload present. The returned reload was received partially fired 1/10 and with the spring lockout tab normal. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastroplasty procedure, the device locked at the time of the stapling. The load was changed but the problem persisted. Another like device was used to complete the procedure. There were no adverse consequences for the patient.